Event description:
The customer reported the device did not transition from ac to dc during a power check. No patient harm reported. The device is pending evaluation and repair.

Manufacturer narrative:
Device is pending evaluation and repair.